Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11814. It was reported the pt had an infection at the lead site. It was reported the physician removed the scs system. The pt was treated with IV antibiotics. A culture was taken, however, results were unk. F/u regarding the pt found the infection had resolved.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.